Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device displayed unspecified "pacer fault" and "check pads" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer"s report of "check pads" message being displayed was verified during evaluation and attributed to the pads lifted on the analog board. The analog board was replaced to resolve the report. The customer"s report of "pacer problem undefined" was observed. The pacer output was determined to be out of specification. The report was attributed to a capacitor on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.